Event description:
It was reported that egms revealed noise and low hv impedance.

Manufacturer narrative:
Analysis found that the outer insulation and the etfe insulation of one of the ring cables were abraded open, exposing the conductor wires inside. Both insulation abrasions resulted from friction with the ICD can, which would have generated noise.